Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/11/2023, an FDA medwatch notification was received via email. A facility representative reported that an ar-13995n multifire scorpion needle tip broke off in the patient. This was discovered during a procedure on (B)(6) 2023. Additional information requested.

Event description:
Additional information received on 10/2/2023: this was discovered during an unknown orthopedic surgery. The broken fragments were not retrieved, and the case was completed using another ar-13995n multifire scorpion needle. The case was not delayed, and no additional anesthesia was administered to the patient.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device, as excessive force was used during the firing of the needle, thus breaking the needle.